Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the infusion pump was alarming error 1870 during infusion of 5-fu (5-fluorouracil) to the patient, which existed even after a hard reset. Also, there was an under infusion of the medication. There was no patient harm reported.